Event description:
Ventilator alarmed "high o2." Oxygen sensor was disabled on the ventilator and an oxygen analyzer was placed inline and calibrated to 100%. Analyzer reading inconsistent with set oxygen level on the ventilator. The oxygen analyzer was reading about 57% and fio2 (fraction of inspired oxygen) was set at 50%. Changed out ventilator on patient. Pt was bagged with 100% o2 during ventilator change. No adverse reaction from patient.